Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and eventually shifted to intensive care unit (ICU) due to hyperglycemia on (B)(6) 2026. Patient reported that insulin not receiving due to skin tissue event on (B)(6) 2025. The blood glucose level was 650 mg/dl and the patient was treated with intravenous (IV) fluids of saline and insulin and patient performs correction bolus via pump. Patient found positive for ketones and levels was moderate. Patient released from the hospital on (B)(6) 2026. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.